Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Placement signal issue: data log review was inconclusive regarding the cause of the placement signal issues. However, the pattern noted of snr drops/noisy signal around specific ranges of ps readings suggests a potential that the console could be involved.

Manufacturer narrative:
E1 added zip code extension and state as it was omitted from the previous reports that were submitted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. It was reported that earlier today placement signal reliable alarm was present, aorta signal still present at time of alarm, no intervention required before alarm was no longer present. Patient remained hemodynamically stable at this time.

Manufacturer narrative:
D6b explant date provided.